Event description:
It was reported that the patient presented in clinic with episodes of non-sustained rv oversensing and non-sustained vt. Review of the egms revealed possible myopotential oversensing. The oversensing was reproduced with deep breathing. Low frequency attenuation filter was programmed off and the oversensing was no longer present.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.